Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed from a singleday infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 17d038 was manufactured from april 19, 2017 to april 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.